Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, an 18f manta was deployed successfully in the right common femoral artery. A 14f manta was then deployed for closure in the left common femoral artery. The arteriotomy was 10mm, with a deployment depth measurement of 3.5cm + 1cm, and calcification distally in the common femoral, proximal to the superficial femoral artery. A central positioned access was gained using ultrasound, no micro-puncture. Issues were encountered advancing and withdrawing multiple procedural sheaths due to the physician decided to go bare-back with the evar stents. Following closure deployment, profuse pulsatile blood flow was exiting the arteriotomy and the physician immediately went to surgical cut down. The root cause of the extended hemostasis requiring surgical cut down remains inconclusive due to lack of available information. The profuse bleeding is likely the result of the complications endured during the advancing and withdrawing of the procedural sheaths and deploying the stent "bare-backed "during the initial procedure. However, due to no device was returned for investigative purposes and no angiograms were available for review, the root cause cannot be determined. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression; application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention are potential adverse events associated to vascular closure devices. The IFU also indicates in the procedural requirements: arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery.

Manufacturer narrative:
Device will not return for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: there were multiple exchanges due to going bare-backed with the evar stents. ("Bareback"fashion, using only the delivery system that contains the evar stents) profuse, pulsatile flow from arteriotomy after manta deployment. Immediately went to a cut down.